Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that issue was resolved by performing hard reset of the system. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the instruments not moving correctly. The surgeon was stating that the universal surgical manipulator (usm) arms were not moving intuitively. The reported complaint remained after the customer restarted the da vinci and reseated the endoscope; however, the image was observed to be normal, but the horizon was off. Tse requested for the customer to reseat the endoscope and to clear the image but there was no change to the reported complaint. The issue was better but the horizon was still a little off after the endoscope was exchanged. The procedure was completing as planned with no reported injury.